Manufacturer narrative:
The customer stated that elevated platelet backgrounds have been observed with the cell-dyn emerald analyzer during start-up and subsequent runs as well. The customer requested a field service visit to resolve the issue. An abbott field service representative (fsr) replaced the rbc count head to resolve the elevated platelet results (worn out from normal use). The fsr also adjusted the gain setting, which was reading at 255 (normal range = 210 to 250); the new reading displayed at 238. The data submitted for the sample in question by the customer showed that both runs had platelet results that exceeded the expected values set up by the customer (expected values 140 / 440 k/ul). In the first run, the instrument generated a wbc l1 flag, thrombocytosis, and platelet aggregates message; the second run had a thrombocytosis interpretive message. In both cases the data indicated the need for the operator to follow a laboratory protocol, such as performing a smear review, repeating the sample, or notifying the physician. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn emerald operation manual, list 09h40-01, rev. E, contains information to address the customer's current issue. Based on the results of the current evaluation, a malfunction was not identified with the cell-dyn emerald analyzer.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. Patient problem: no consequences or impact to patient (B)(4). Device problem: high test results (B)(4).

Event description:
The customer observed an elevated platelet result of 901 k/ul generated on the cell-dyn emerald analyzer. The sample retested at 522 k/ul. No suspect results were reported from the lab. The customer states the issue began after installing a new 10 liter cubtainer of cell-dyn emerald diluent. There is no impact to patient management reported.